Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limit valve was replaced to resolve the reported issue. Date of device manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported that the adjustable pressure limit valve is damaged causing a leak greater than 750 ml. There was no report of patient involvement.